Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to myopotentials and a wandering baseline. The device had triggered two error codes. It was noted that the patient details were found deleted as well as the electrode information. It was noted that the dates of implant and the last interrogation were not found in the device data details. An x-ray was also taken which showed that the device was caudal into the diaphragm area and a new screening was performed. The patient was not hospitalized and was discharged home in the primary sensing vector. A review was requested. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the implant date.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. In addition, inappropriate shock and noise signals were reported. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to myopotentials and a wandering baseline. The device had triggered two error codes. It was noted that the patient details were found deleted as well as the electrode information. It was noted that the dates of implant and the last interrogation were not found in the device data details. An x-ray was also taken which showed that the device was caudal into the diaphragm area and a new screening was performed. The patient was not hospitalized and was discharged home in the primary sensing vector. A technical services (ts) review was requested. A review of the device by technical services (ts) confirmed that the device could be left implanted. The charge time error was related to data corruption. The patient data error was a benign error which could have occurred due to radiation, high altitude, cosmic rays or other external factors. Ts noted that when the patient data error occurs the programmer resets patient data including the implant date. The reset of the implant date can affect the reported battery status likely showing an increase, and the reported battery percent remaining was expected to be high until it reaches 15-20% battery remaining at which time the reported value will be corrected, likely resulting in a decrease. In addition, a review of the recorded electrograms (egms) were indicating that potential noise and a decrease of the r wave amplitudes in the secondary and primary sensing vector might be associated to the device movement in the pocket likely towards a more anterior placement. Ts noted that both primary and secondary vectors might provide better performance reassuring stable device placement, and potential consideration for system repositioning could determine checking vectors performance during screening and parallel screening related to device location. Ts further discussed the concept of parallel screening for this patient. Additional information noted that the patient underwent a screening and troubleshooting and data was sent to ts for review. Ts noted that based on the new screening there was not options for system relocation. Ts noted that the only last attempt was to check in case if a lead relocation at the level of the left parasternal more caudal or cranial might provide passing sensing vectors, and in this case also covering the heart shadows for appropriate defibrillation vector. Ts noted that in case a passing screening or a good r-wave amplitudes is seen to send digital data for further ts review. The healthcare professional noted that another screening for the patient may be an option, but at this time has not taken place. Should an additional screening occur this investigation will be updated. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to myopotentials and a wandering baseline. The device had triggered two error codes. It was noted that the patient details were found deleted as well as the electrode information. It was noted that the dates of implant and the last interrogation were not found in the device data details. An x-ray was also taken which showed that the device was caudal into the diaphragm area and a new screening was performed. The patient was not hospitalized and was discharged home in the primary sensing vector. A review was requested. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to myopotentials and a wandering baseline. The device had triggered two error codes. It was noted that the patient details were found deleted as well as the electrode information. It was noted that the dates of implant and the last interrogation were not found in the device data details. An x-ray was also taken which showed that the device was caudal into the diaphragm area and a new screening was performed. The patient was not hospitalized and was discharged home in the primary sensing vector. A review was requested. A review of the device by technical services (ts) confirmed that the device could be left implanted. The charge time error was related to data corruption. The patient data error was a benign error which could have occurred due to radiation, high altitude, cosmic rays or other external factors. Ts noted that when the patient data error occurs the programmer resets patient data including the implant date. The reset of the implant date can affect the reported battery status likely showing an increase, and the reported battery percent remaining was expected to be high until it reaches 15-20% battery remaining at which time the reported value will be corrected, likely resulting in a decrease. In addition, a review of the recorded electrograms (egms) were indicating that potential noise and lowing of the r wave amplitudes in the secondary and primary sensing vector might be associated to the device movement in the pocket likely towards more anterior placement. Ts noted that both primary and secondary vectors might provide better performance reassuring stable device placement, and potential consideration for system repositioning could determine checking vectors performance during screening and parallel screening related to device location. Ts further discussed the concept of parallel screening for this patient. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the implant date.

Manufacturer narrative:
This report is being filed to update the implant date and the initial reporter.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to myopotentials and a wandering baseline. The device had triggered two error codes. It was noted that the patient details were found deleted as well as the electrode information. It was noted that the dates of implant and the last interrogation were not found in the device data details. An x-ray was also taken which showed that the device was caudal into the diaphragm area and a new screening was performed. The patient was not hospitalized and was discharged home in the primary sensing vector. A review was requested. A review of the device by technical services (ts) confirmed that the device could be left implanted. The charge time error was related to data corruption. The patient data error was a benign error which could have occurred due to radiation, high altitude, cosmic rays or other external factors. Ts noted that when the patient data error occurs the programmer resets patient data including the implant date. The reset of the implant date can affect the reported battery status likely showing an increase, and the reported battery percent remaining was expected to be high until it reaches 15-20% battery remaining at which time the reported value will be corrected, likely resulting in a decrease. In addition, a review of the recorded electrograms (egms) were indicating that potential noise and lowing of the r wave amplitudes in the secondary and primary sensing vector might be associated to the device movement in the pocket likely towards more anterior placement. Ts noted that both primary and secondary vectors might provide better performance reassuring stable device placement, and potential consideration for system repositioning could determine checking vectors performance during screening and parallel screening related to device location. Ts further discussed the concept of parallel screening for this patient. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the implant date and the initial reporter.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to myopotentials and a wandering baseline. The device had triggered two error codes. It was noted that the patient details were found deleted as well as the electrode information. It was noted that the dates of implant and the last interrogation were not found in the device data details. An x-ray was also taken which showed that the device was caudal into the diaphragm area and a new screening was performed. The patient was not hospitalized and was discharged home in the primary sensing vector. A review was requested. A review of the device by technical services (ts) confirmed that the device could be left implanted. The charge time error was related to data corruption. The patient data error was a benign error which could have occurred due to radiation, high altitude, cosmic rays or other external factors. Ts noted that when the patient data error occurs the programmer resets patient data including the implant date. The reset of the implant date can affect the reported battery status likely showing an increase, and the reported battery percent remaining was expected to be high until it reaches 15-20% battery remaining at which time the reported value will be corrected, likely resulting in a decrease. In addition, a review of the recorded electrograms (egms) were indicating that potential noise and lowing of the r wave amplitudes in the secondary and primary sensing vector might be associated to the device movement in the pocket likely towards more anterior placement. Ts noted that both primary and secondary vectors might provide better performance reassuring stable device placement, and potential consideration for system repositioning could determine checking vectors performance during screening and parallel screening related to device location. Ts further discussed the concept of parallel screening for this patient. Additional information noted that the patient underwent a screening and troubleshooting and data was sent to ts for review. Ts noted that based on the new screening there was not options for system relocation and the only last attempt was to check in case if a lead relocation at the level of the left parasternal more caudal or cranial might provide passing sensing vectors, and in this case also covering the heart shadows for appropriate defibrillation vector. Ts noted that in case a passing screening or a good r wave amplitudes is seen to send digital data for further ts review. The healthcare professional noted that another screening for the patient may be an option, but at this time has not taken place. Should an additional screening occur, this investigation will be updated. No adverse patient effects were reported. The device remains implanted.